Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not detect a pad-pak pack. This may lead to a delay or prevent defibrillation therapy, which may result in adverse consequences. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was also observed that the device could not be powered on. It was determined that the cause of these issues was due to a failure of the -ve terminal pogo pin. The failure of the pogo pin resulted in an intermittent connection between the device and the pad-pak. It was also noted from the device memory that the device was stored outside its indicated conditions, this may have contributed to the failure of the -ve pogo pin. The returned device was scrapped by heartsine. The customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device could not detect a pad-pak pack. This may lead to a delay or prevent defibrillation therapy, which may result in adverse consequences. There was no patient use associated with the reported event.